Event description:
The device was being used during a routine lap cholecystectomy. The red shield activation button was set and the surgeon entered the abdominal cavity via the ubilical approach. Upon entry into the abdominal cavity, the red shield reset button did not reset and return to its original position. This allowed an injury to the vena cava. An operative repair of the vena cava was completed and the pt left the operating room in hemodynamically stable condition. The pt was discharged to home on 08/28/02 with no apparent long-term complications.